Event description:
Additional information was received from a company representative and healthcare provider (hcp). The cause of the filling difficulty was unknown/not determined. The filling issue had been resolved.

Event description:
It was reported there was a filling difficulty that occurred. It was noted there was a possible pocket fill. The patient was hospitalized, had a medical intervention of aspiration of the pocket, and the device was reprogrammed as a result of the event. An ultrasound was done as diagnostic testing/troubleshooting. The physician performed the pump refill under an ultrasound. The physician stated it appeared as though a fluid pocket was forming. The physician then aspirated the fluid pocket. It was noted the patient became drowsy, so he admitted her to the hospital for observation and cut her intrathecal dose in half. The patient status at the time of this report was unable to be obtained. The patient experienced altered mental status, overdose symptoms of drowsiness, and a seroma at the device pocket. The drug being delivered via the device system was morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).